Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The fluidics module was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported problems when priming and also noted that the fluidics module was not working properly during a cataract/intraocular lens implant surgery. Using an alternate unit, the surgery was completed without delay and with no harm to the patient.